Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired the interventional cardiac procedure was completed by using the same wireless foot pedal as connection was re-established immediately. A philips field service engineer (fse) inspected the system onsite and during troubleshooting found that there were no failures in both wired and wireless foot pedals and also verified cord integrity of the wired footswitch. Fse found that there was loose handle on the wireless footswitch and no other issue was observed. To resolve this issue, fse replaced the wireless footswitch and the base station. After replacement of wireless footswitch and wireless base station, the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the issue addressed in the field safety corrective action 2021-igt-bst-020 /medical device correction z-0476-2022 but it is related to failure of wireless base station and led indicators of base station not functioning as it should have. Based on the investigation results, philips concludes that the complaint is not reportable.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that although there was an issue with the wireless footswitch it was able to successfully complete the procedure. There was no report of harm to the patient.

Event description:
It has been reported to philips that the wireless footswitch was not working. The device was in clinical use. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.